Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device had delivered way too much. No patient involvement was reported.

Event description:
It was reported that the device had delivered way too much. No patient involvement was reported.

Event description:
It was reported that the device had delivered way too much. A volume per mechanism revolution(vpmr) of 26.7 and a percentage error of -53.3% was recorded. It was confirmed there was no patient involvement.

Manufacturer narrative:
The reported complaint of delivering too much fluid was not confirmed or reproduced during testing. Bezel assembly observed in good condition (date code: june 2012- recall affected). Log analysis results: review of the suspect device error log showed no recent errors were recorded. Review of the suspect device event log showed, prior to the event being reported, the suspect device was attached to pcu sn (B)(6) on 1 september 2020. Although there was no indication of the device being in maintenance mode, the keypresses indicate preventative maintenance was performed. Inspection of the suspect device showed no anomalies with the pumping mechanism. Asm rate accuracy testing performed found the device passing rate accuracy. Timed rate accuracy testing showed the device was delivering fluids within specification. Review of the source device data showed the device was calibrated within specification at the time of production. The root cause of the reported complaint of delivering too much fluid was not identified. Device history review: review of the source device (sn (B)(6)) service history record showed the device had a manufacture date of (08/22/2012). A review of the device service history record was performed beginning from the date of manufacture to the present date (12/14/2020) and indicated that this device has been previously returned for the following service: 05/14/2013 motor stall error- replaced bezel mech assy for motor error 242-4030 review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed one (1) production failure record (200157943) was opened for the source device for unrelated issues.